Event description:
It was reported that, "pt had pain, it appeared on the x-ray that the baseplate was loose. Doctor took out poly insert and at which time he put the extractor onto the baseplate and wiggled it and the baseplate was loose it came right out. There was no cement on the baseplate, all the cement was left on the bone. The patella button during surgery when he was cutting the tibia he accidentally cut a mark on the patella and he decided at that point he had to replace the patella too".

Manufacturer narrative:
Add'l info including x-rays and medical records was requested. A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-01512.